Manufacturer narrative:
The device has been received for evaluation, however the investigation is incomplete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male (age unknown) undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller gave a yellow error alarm. All connections were secure, and the patient was sedated and not moving. The error message went away but the impella was switched to the backup controller. All wave forms were within normal limits. No patient consequences were reported as result of this event.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-02914 in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-02914. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-02914. G1 reporting contact email revised on manufacturer device report 1220648-2023-02914 in accordance with updated procedures. G2 report source; foreign was missing from manufacturer device report 1220648-2023-02914.